Manufacturer narrative:
Fse installed a new 2-way valve and performed a prime of the wash probe. The system ran without 2015 bf probe purge failure errors posting. The system was returned to service.

Event description:
The customer called to report that they are getting error 2015 bf probe purge failure. Tss verified that the waste suction line per the customer is not pinched or disconnected. The customer is down and they run class a. Dispatched to fse, please call guy at (B)(6).